Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by the manufacturer. The device was returned for analysis. The advancer unit and burr catheter were received together. The rotawire was not returned with the device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely calcified vessel. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck with the rotawire right before the lesion. The procedure was completed with this device. No complications reported and the patient condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely calcified vessel. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck with the rotawire right before the lesion. The procedure was completed with this device. No complications reported and the patient condition was good.